Manufacturer narrative:
The device was returned for inspection. Based on the results from the investigation, the cause of the reported malfunction is likely due to a defective seal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During inspection and evaluation of the flex deflectable videoscope, it was observed with a missing light guide cover glass and c-ring. There is no patient involvement.